Event description:
Complainant alleged that the clinicians were attempting to monitor a pt (age and gender unk), but the device displayed a dotted line. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.